Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the seizure. It was unknown what actions/interventions were taken regarding the seizure. It was unknown if the seizure had resolved. The patient's weight was unknown. The hcp reported that their office only changes/refills the pump medication. It was reported that all that particular doctor's office did was change/refill the pump because it was due and the same rates were programmed. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 729.4mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient had a seizure. This happened the weekend prior to (B)(6) 2017. The hcp reported that the patient had a history of multiple sclerosis. No further complications were anticipated/reported.